Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a program alarm anomaly and was not able to clear. Customer's blood glucose was 154 mg/dl. After battery change and waiting two hours, it was reported that display screen was still frozen and insulin pump continued to receive alarm. Customer was advised that insulin pump would need to be replaced.